Manufacturer narrative:
Suspect device: coaguchek test strip. Treatment decisions are not based on studies.

Event description:
Caller reports 25 correlation comparisons of the coaguchek test system and a comparison lab. Coaguchek test system/lab: see scanned table. No action was taken based on device results. No adverse event reported. Comparisons performed during correlation to a lab. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 289a-, exp 9/30/07, cat/3116247. Comparison of 1.4/2.0.